Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "no illumination was received from the lio" (inadequate lighting). A facility reports that no illumination was received from the lio (laser indirect ophthalmoscope). A backup laser and lio were brought in to finish the case. There was no pt injury reported. The case was delayed 10 mins.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).